Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 50 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food and glucose tablets. Customer expressed symptoms like eye sight was going blind, plus shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness and fatigue. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was over delivering. Customer reported that the insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.